Event description:
End user hospital reported experiencing issues with the tubing/dual check valve assembly packaged within their convenience kit. Problems have included damaged check valves (stripped threads/cracked) and instances of air bubbles after the line has been flushed. All issues were observed during prep, and there has been no air injected, nor patient injury. One used device was returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2012 complaint report was reviewed for the product family of convenience kits and the failure mode of "air bubbles." No adverse trends were identified. Returned by the hospital was one used check valve/tubing assembly. No stripped threads, cracks or other visible defects were noted. When functional leak checks were performed with fluid as well as with compressed air, no leakage occurred. Measurements were then taken of the male and female tapers of the dual check valve, the female taper of the tubing fitting, and the female threads of the dual check valve component. All measurements were found to be within specifications. As the returned sample was evaluated and was found to be visually and functionally acceptable, the customer's complaint is unconfirmed and the root cause is inconclusive. However, based on the additional information, it is possible that the connection between the manifold and the check valve is being over tightened, causing the reported cracking. The directions for use packaged with the kit includes the following statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger-tightened. Over-tightening can cause cracks and leaks to occur..." ((B)(4)).